Manufacturer narrative:
Additional information: b2, b5, h2 and h11. B5: upon follow- up, additional information was received. It was reported that the ceftazadime was discontinued after 20 days and meropenum was discontinued after 13 days. It was reported that the patient recovered from all the events. At the time of this report the patient is still hospitalized. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain, vomiting and cloudy pd effluent. The cause of the peritonitis was unknown. It was reported the patient was hospitalized and treated with injection of vancomycin (2gm, intraperitoneal, stat, discontinued), injection ceftazidime (2gm, daily, intraperitoneal, ongoing) and injection meropenem (2gm, daily, intraperitoneal, ongoing) for peritonitis for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the peritonitis and pd therapy was ongoing. No additional information was available at the time of this report.